Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device was returned for evaluation with the plunger seal broken and bottom seal intact. The device had a cracked bottom case by l-bracket, cracked right plunger case, and missing plunger case seal. Checked and tested the force sensor. The reported problem was duplicated as the force sensor test found at power up. Force count at 0 (should be in 30s) and value is -0.96 pounds with no pressure applied. The force sensor is out of calibration. The reported problem is due to normal wear. The pump is over six years old and in need of preventative maintenance. Replaced force sensor and recalibrated. Performed power up process, occlusion test, preventative maintenance and all functional tests which passed. A manufacturing device history (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information provided in a1, h3, and h6., corrected data: corrected information provided in d1.

Event description:
Information was received indicating that a smiths medical medfusion pump failed force sensor test. No adverse effects were reported.